Event description:
During treatment of an aneurysm, the coil was deployed and would not fit in the aneurysm. Upon withdrawal, the coil stretched and broke. The microcatheter was cut off and a snare was used to remove the coil. A portion of the coil broke and remained within the aneurysm. No harm or injury was reported. On (B)(6) 2013, it was reproted by the physician that the patient was fine post procedure and released to a term facility unrelated to aneurysm treatment. The patient was reported to expire 1 week following treatment due to respiratory issues. The patient had history of copd.

Manufacturer narrative:
Sample analysis: a visual analysis of the returned device revealed the implant detached from the delivery pusher. The implant was not returned for evaluation. The distal end of the delivery pusher is kinked and damaged. The attachment tether that holds the implant intact with the delivery pusher exhibited evidence of stretching. The remainder of the delivery pusher is normal in specification. The root cause of this complaint appears to be due to the device being exposed to a force that exceeded the maximum tensile specification of the attachment monofilament. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.